Event description:
It was reported that during a lap sigmoid procedure, the initial firing only fired halfway and the battery died. The surgeon tried to utilize reverse switch with no result. He also tried a battery from a new powered echelon also with no result. He used manual override to bring blade back. After opening device, only half of the reload was fired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Incomplete or interrupted cycle. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Sigmoid colon, placed all the way across. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Powered. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Firing began as usual and died/stopped half way through the cartridge. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? Yes had trouble getting blade but eventually got it open. Is there any other additional information you would like to share about this device or procedure? None. The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon evaluation, the knife reverse button performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.